Manufacturer narrative:
The device in question was returned to the manufacturer.. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during procedure, tip noticed missing upon withdrawal. Unable to find tip. Surgeon assessed risk to patient as very low even if it was still in the bladder. No negative impact in state of health reported.